Event description:
Initial reporter indicated that their (B) (4) handheld would only hold a charge for 30 minutes before needing to be charged again. The serial adapter head was also reported to be cracked where you see the wires inside. The handheld is at the MFR pending completion of product analysis.